Manufacturer narrative:
Correction to b2, h1: type of report corrected to serious injury, and the outcome attributed to the adverse event to intervention required, as the previously reported event details indicated a full system replacement was planned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) on 2026-apr-09. The rep reported that the issue was not resolved, surgery would be scheduled. The device was currently still in the patient.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va29p4z serial# implanted: (B)(6) 2020. Explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 21-may-2022, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency). The patient had not been seen by the doctor for 5 years. Called about increased symptoms and pinching with stimulation. A battery check revealed that there is less than 6 months remaining on battery life. Impedance check done and discovered that 3 of the 4 electrodes are compromised images included. Over 4000 for three of the four electrodes they also reported shock. Spoke with the patient about a full system replacement. Will be scheduled. They also reported the return of baseline symptoms. Urinary incontinence, urinary frequency, urinary urgency. The event is ongoing.